Manufacturer narrative:
This device is not sold in the us but a similar device is. Full name of the facility is the first affiliated hospital of chongqing medical university. The device is returned and a physical evaluation is completed for it. However, the presence of bacteria could not be confirmed as an independent test was not performed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Other observations for the device: the angle was insufficient; there were creases on the insertion section; objective lens was slightly broken; and adhesive of the key top was peeled of.

Event description:
As reported for this event by the customer, the device culture test performed after reprocessing was positive for the presence of unspecified bacteria. There is no reported harm to any patient. The device was not used for a procedure post the culture test.

Manufacturer narrative:
Additional information has been received from the customer. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Customer provided information on their reprocessing method. Pre-cleaning is being performed immediately after a procedure. The scope is wiped with gauze and enzyme, the air/water supply button is replaced with air/water button for flushing; and flushing is repeatedly performed with the enzyme washing solution and air in the enzyme washing solution. Detergent used with pre-cleaning is xinpu brand endoscope multi-enzyme powerful cleaning agent (bubble free type). The endoscope channels are being brushed during manual cleaning with an olympus bw-20t reusable brush. For manual cleaning detergent used is xinpu brand endoscope multi-enzyme powerful cleaning agent (bubble free type), and disinfectant is opa phthalaldehyde. Automatic endoscopy reprocessor (aer) being used to reprocess the endoscope johnson and johnson model number asp aeroflex 28000. Detergent used is xinpu brand endoscope multi-enzyme powerful cleaning agent (bubble free type), and disinfectant is opa phthalaldehyde. No issues with the aer, other than the reported issue with one of the two scopes reprocessed together. The endoscopes are stored in the scope locker after reprocessing. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was repaired on apr 20, 2021, for : insertion section wrinkled, leakage from channel, boot breakage, switch rubber worn out, universal cord damaged, and light guide bundle breakage. On may 20, 2021, device was repaired for foreign material in channel. Nonconformities of the subject device were confirmed in the device evaluation. Though, no abnormality or leakage from the channels was noted during device evaluation. However, it cannot be said whether they affected the reported positive culture findings or not. Since olympus did not perform culture test, the event was not confirmed. The instructions for use includes the following statements: reprocessing manual: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.